Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing ineffective stimulation, and the scs system stimulation allegedly causes the patient discomfort. The patient has other unrelated health issues and as a result plans to have her scs system explanted at a later date.